Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch # 792c25. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no visual non-conformances, with a battery pack, and with a gst45w reload present. The reload was received fully fired with the pan detached. The reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that no suspect power cycles were noted. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 792c25, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the device had locked out not allowing it to fire. They got a new stapler to complete the rest of the case without patient harm.